Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal letter received. Two (2) revisions on patient. Therefore 2 complaints created this is for 1st revision. Refer to (B)(4) for second revision. Symptoms following primary surgery were pain and increasing leg length discrepancy. According to the information provided by client's legal rep, the client was implanted with a corail stem (B)(6) 2008. On (B)(6) 2008 the cup needed to be replaced. The pain continued and total revision took place on (B)(6) 2010. Reason for revision given as pain and excessive metal on metal wear. Letter states that a report by dr (B)(6) supports this. The 1st revision (B)(6) 2008- replacement of stem. The 2nd revision (B)(6) 2010 prothesis replaced entirely. Please note this will be logged under 2 complaints for each revision - this is the record of the first revision. Requested clarification from legal team if there is any further information. No response as yet. Response no further information currently.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> the complaint, originally (B)(4), was re-opened upon receiving further information from (B)(6) which was: update jan 10, 2018: additional information received. Updated the date of implant and revision date. There is no new information that changes the MDR reportability. Doi: (B)(6)2008 : dor: (B)(6)2010 (right hip) no products or patient records were ever returned. A complaint search and DHR review were conducted previously, the results of which were documented in (B)(4), a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.